Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issues. No additional adverse patient effects were reported. Additional information indicates that this right ventricular (rv) lead exhibited high pacing thresholds. This rv lead was capped. No additional adverse patient effects were reported.